Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of the incident cannot be established, no sufficient information was provided by the distributor technician. There was no patient or user harm reported.

Event description:
The respirator with errortf 5507, customer description of the problem. Have now been driving without problems all night in my workshop (customer's workshop) the customer says that it is the neo sets that are the problem, but I can not get it to be related to the tf5507, which in my world is something internal to the device. Can you help me with what I need to change in the device.